Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 2 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 2 malfunction events, where it was reported the devices experienced reduced/inadequate brake force. There was 1 event with patient involvement with a fall; no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
Removed information regarding the fall.

Manufacturer narrative:
It was originally reported that there was a fall. It turned out to be reported in error. Section h codes have been updated.